Event description:
The reporter indicated that a 13.2mm vticm5_13.2 implantable collamer lens of -3.50/5.0/089 (sphere/cylinder/axis) was implanted into the patient's left eye (os) on (B)(6) 2021. Lens rotation not associated to a low vault was observed, lens remains implanted. Cause is reported as unknown. Additional information has been requested but none has been forthcoming. If additional information is received a supplemental medwatch report will be submitted.

Manufacturer narrative:
Pt info: unk. This product is not marketed in the us. Lens work order search: no similar complaint type events reported for units within the same lot. Claim# (B)(4).

Manufacturer narrative:
B1 - corrected to adverse event in initial MDR. B2 - corrected to required intervention to prevent impairment/damage (devices) in initial MDR b5 - "the surgeon decided to perform refractive treatment (prk) due to lens rotation not associated to a low vault. The problem was resolved." Should be added to the initial MDR. H1 - corrected to serious injury in initial MDR. H6 - health effect - impact code: 4625 should be added to the inital MDR. Claim # (B)(4).